Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that a competitor right ventricular (rv) lead could not be fully inserted into the rv port of this device. The field representative noted that it appeared as if something was blocking the rv port of the device. The rv lead was able to be fully inserted into the right atrial (ra) port of this device. Subsequently, this device was attempted and replaced with a new device. The rv lead was able to be fully inserted into the rv port of the new device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted blood/body fluid infiltration in the right ventricular (rv) lead barrel and in and around both the ring connector and tip terminal block. A hole was noted in the rv seal plug. Visual inspection confirmed the presence of foreign material in the rv lead barrel in the tip terminal block area. Analysis confirmed that an is-1 lead could not be fully inserted into the rv port. The foreign material was removed from the rv lead barrel and the is-1 lead was able to be fully inserted. The foreign material sample was then examined by an optical light microscope and a scanning electron microscope with an energy dispersive spectrometer (sem-eds) in order to determine the composition of the foreign material. Analysis confirmed the observed lead insertion difficulty, foreign material contamination and concluded that the foreign material was composed of organic material, which is most likely body tissue/fluid. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.